Event description:
It was reported that four days post implant the right ventricular (rv) lead had dislodged. It was noted that the lead was initially placed on the right ventricle septum and an x-ray showed the lead had fallen into the right ventricle apex area. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)